Event description:
It was reported that during a laparoscopic cholecystectomy, an error 5 occurred in about 1 hour and the device became not to be activated. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was returned in good physical condition. The device was functionally tested on the generator and the hand control buttons was not functional. However, the device did activate when tested with the foot switch. It could not be determined why the device reported an error 5. The device was disassembled to inspect internal components. Corrosion was found at the hand activation domes. The corrosion in the domes is possibly caused when the device was soaked for re-use; the introduction of saline or blood getting up into the device during the procedure, or the device being soaked for cleaning before shipment for analysis. It is probable that this may have affected the functionality of the hand activation buttons. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.